Event description:
It was reported by customer that during routine check the cs300 intra-aortic balloon pump (iabp) had autofill related 43, 45 and 55 error code. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse found no error or fault logs. During the preliminary check, the autofill specifications were identified as incorrect. In accordance with the service manual, the autofill and fill stop specifications were adjusted. The unit was then tested on a catheter for 45 minutes; no errors or faults occurred, and all tests passed successfully. The device met all functional and safety requirements per manufacturer specifications and was cleared for use.